Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced an elevated peritoneal dialysis (pd) fluid white blood cell (wbc) count coincident with pd therapy. Treatment was not reported. The cause of the elevated cell count was unknown. Outcome for the event was not reported. No additional information is available.